Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized due to unknown reason on an unknown date. The customer's blood glucose level was over 600 mg/dl. The customer reported that they were treating at home with insulin pump then was vomiting. The customer reported that the insulin pump was damaged. Customer reported there was fluid in the battery compartment. Troubleshooting was not performed. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.